Event description:
Boston scientific crm received information that this transvenous right ventricular (rv) lead was removed from service as a result of fracture. The patient was not pacemaker dependent. The presence of noise oversensing did not result in an impact on critical therapy.

Manufacturer narrative:
Tp date, information suggests that this lead was surgically abandoned and will not be returned to the boston scientific crm post market quality assurance laboratory for analysis purposes. If new information becomes available, this report will be further evaluated and updated.